Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and deflation was received on february 17, 2026 with lot number 1342546. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis wear abrasion and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "deflation". Later, healthcare professional reported "capsular contracture baker grade I". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for the right side. Device remains implanted and is unknown if it will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, g2, h6.

Event description:
Later, healthcare professional reported "capsular contracture baker grade I". This record is for the right side. Device was explanted and replaced with non-abbvie, and will be returned.